Event description:
It was reported that the physician felt the patient's lead may be broken. X-rays were received and reviewed by the MFR. Upon review, no anomalies were visualized. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.